Manufacturer narrative:
(B)(4). This report involves an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis is unknown. The patient was not hospitalized. For this event on an unreported date, the patient began treatment with injection vancomycin (one gram; frequency, route, and duration not reported) for peritonitis. Outcome of peritonitis was not reported. Dianeal therapy was ongoing. Additional information was requested, but is not available at this time. This is report 3 of 3.